Event description:
It was reported that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode and following pocket closure, difficulty was encountered with inducing ventricular fibrillation (vf). Vf was successfully induced, a 65 joule shock was delivered and was unsuccessful in converting the rhythm, however, an 80 joule shock successfully converted the rhythm. Further review noted sub-optimal system placement. The physician elected to repeat defibrillation threshold (dft) testing with the first shock to be at 80 joules. Vf was again induced and the rhythm was not converted with 80 joule shocks in standard and reversed polarity. External shock therapy was delivered and converted the rhythm. The physician then elected to revise the system position. The incisions were reopened and the s-ICD and electrode were successfully repositioned. X-ray showed a more optimal implant position. Dft testing was again performed, a 65 joule shock was unsuccessful in converting the rhythm, however, an 80 joule reversed polarity shock successfully converted the rhythm followed by approximately 10 beats of post shock pacing until return of the intrinsic rhythm. Additionally, the patient experienced atrial fibrillation (af) for approximately one minute before return to sinus rhythm. Shock impedance measurements were noted to be within normal limits. The company representative discussed the unknown defibrillation safety margin with the physician and noted the reversed polarity shock needed to convert the patient. The physician was satisfied with the results and the procedure was completed. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.